Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there is noise on the atrial lead device to superior vena cava electrogram. It was noted to be causing atrial tachycardia/atrial fibrillation episodes to be collected that are not true episodes. The lead remains in use. No patient complications were reported as a result of this event.